Manufacturer narrative:
The pump user guide states: your pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not power back on after going swimming with the pump on. Customer plugged the pump into a power source and a malfunction alarm was received. Customer's blood glucose level ranged between 324-325 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.